Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer (se) went to the customer site for this issue. The philips se evaluated and determined the proportional valve, and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve, and 3-way solenoid valve to address this issue. After replacing the parts on the device, the philips se proceeded to complete the final test on the device.